Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and site issues. Customer's blood glucose read "hi" and treated with manual injection. Customer was on their way to the hospital but it was unknown if they got treatment or admitted to the hospital. Customer stated they have changed their site multiple times due to infusion set leak. Customer stated insulin pump was not dropped with set in place. The insulin pump will not be returned for analysis.